Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause for the defective control unit was determined to be due to wear from normal use and servicing. The assignable root cause for the broken saw head was determined to be due to construction/design false, defective. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the swinging head was torn and the control unit was defective on the battery oscillator device. It was further determined that the device failed pretest for general condition, check saw blade coupling and functional test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.